Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The customer returned the meter and a different lot of test strips (405014) where they were tested using retention strips and controls. Testing results (qc range = 2.5 - 3.7 inr): customer's strips: qc 1: 3.1 inr, qc 2: 3.1 inr. Retention strips: qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Relevant retention test strips (lot 397396 and lot 405014) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 8:00 a.m. Was >8.0 inr. The result from the laboratory at 11:30 a.m. Was 5.9 inr. The customer was on plavix at the time of these results. The customer's therapeutic range is 2.5 - 3.5 inr. The laboratory result was believed to be correct.